Manufacturer narrative:
The MFR issued a recall notification to the identified customers who rec'd the affected products. Additionally, the MFR notified the FDA (B)(6) district recall coordinator voluntary recall and gained concurrence of the customer letter prior to its distribution. On (B)(6) 2015, the voluntary recall was initiated. The device was returned with the arrow visible in the ready window. It was found that the stylet was in the ready (primed) position; however, the cannula was not primed/retracted. The stylet was retracted inside the cannula and could not be seen. Loose particles could be heard within the device. An attempt was made to fire the device, but the device was jammed and could not be fired. The sample was disassembled and the internal components examined. The cannula hub was found to be broken. The investigation is confirmed for a break, as the cannula hubs were found to be broken. The investigation is confirmed for failure to fire, as the device was returned fully primed and could not be fired during functional testing. This is a known issue for the identified product code/lot number combination. The root cause was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling, and retrieval of samples from the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided breast biopsy on the second sample acquisition when attempting to fire, the device jammed. Another device was used to complete the procedure. There was no report of patient injury.